Event description:
Boston scientific received information that that this patient's home monitoring system detected a high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. At this time, no adverse patient effects were reported. Additional information was received that, at this time, the patient will continue to be monitored through the remote monitoring system.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned in two segments; the terminal segment was severed 38 cm from the is-1 terminal pin. In addition, calcification was observed on the distal and proximal shocking coils and the insulation was abraded through to the rate-sense coils proximal to the distal shocking coils. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported high impedance measurements are likely the result of the lead damage observed by the laboratory.

Event description:
Additional information was received which indicated this lead was explanted and returned for analysis. No additional adverse patient effects were reported.